Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Date of submission 06-jun-2018 the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: during investigation, the returned battery cap¿s threads were stripped and unable to fit to maintain electrical connection. Test battery can fit. Evidence of moisture corrosion is observed in the battery canister. A leak test failed due battery compartment leak. The pump¿s cover was removed, further moisture corrosion was found to the cgm module.